Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted because the incision develop an opening after implantation. No further information is available.